Event description:
New information on 3/21/2016 indicated that the complaint of atrial lead impedance was still being observed in the field. No medical intervention was performed. The patient's condition was good post event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited low impedance. The patient was in good condition and the lead remained implanted.